Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. The patient was placed on another device. There was no permanent harm or injury to the patient. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The ventilator also failed test steps. The device's interface board was replaced to address the issues. A battery charging issue was also observed. The device's power management board was replaced to address the issue.